Manufacturer narrative:
The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. The device was not explanted.

Event description:
It was reported to nevro that a patient acquired an infection at the lead incision site. The wound site was drained and irrigated. The patient was provided IV and oral antibiotics. Follow up report indicated that the wound site has healed, stimulation has been turned on and patient is receiving good pain relief.